Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet exhibited rapid battery depletion, discharging from near full charge to near empty within a day and overnight despite use of a replacement charger, and the device exterior was reportedly intact without signs of damage or fluid exposure; the issue was associated with a premature battery discharge involving the battery component. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.